Manufacturer narrative:
(B)(4). The reported condition of a colleague infusion pump with a damaged battery was confirmed by baxter personnel in the pump's event history. Due to further problems found, the pump is now being sent to baxter for evaluation. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
The facility reported a colleague infusion pump with a damaged battery. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. There was no reported patient involvement. There was no report of patient/user injury or medical intervention needed in association with this event. No additional information is available. This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006.

Manufacturer narrative:
(B)(4). Evaluation summary:the reported condition of a colleague infusion pump with a damaged battery was confirmed by baxter personnel in the pump's event history. The root cause of this condition was assigned to depleted main batteries resulting from user error. The main batteries were replaced to correct this condition.a labeling review was performed and quality engineering determined the problem resulted from user error.